Manufacturer narrative:
Manufacturer investigation conclusion: the report of a suspected modular cable issue was confirmed through the evaluation of the returned modular cable. The hm3 modular cable, lot number 169693, was returned in used condition. The modular cable was tested per qap, modular cable test in the condition it was received to evaluate the integrity of its wires. The modular cable failed immediately after the test was initiated. The modular cable was then operated on a mock circulatory loop and no alarms or issues were observed. Visual examination of the underlying armor and bionate layers revealed no evidence of damage. Visual inspection of the underlying wires revealed a total fracture of the black wire approximately 4.5¿ from the controller connector and a partial fracture of the brown wire approximately 10¿ from the controller connector which severed the majority of the inner metal conductors. Further examination of the modular cable under a microscope revealed additional breaches in the insulations of the brown, red, orange, and green wires. The damage to the black and brown wires would have caused the reported drive line power faults. A specific cause for the damage observed on the black, brown, red, orange, and green wires could not conclusively be determined. The hm3 IFU and patient handbook provide information on caring for the modular cable and identifying potential modular cable issues; however, all heartmate 3 lvad modular cables have the potential for wire breakdown to occur dependent upon length of use and patient handling. The hm3 patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms, as well as how to replace the modular cable. Incidental finding: complete fracture of the black wire and partial fracture of the brown wire as well as breaches in the insulation of the brown, red, orange, and green wires. Based on the observed damage, there is the potential for pump stoppage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a drive line power fault alarm. The modular dive line was exchanged. No further information was provided.